Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, possible cause and root cause of reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the tracheal intubation fiberscope to the service center for a separate issue. During the device analysis, the service repair technician indicated that dirt on the objective lens was found. There was no patient involvement.